Event description:
It was reported that during an afib ablation, while ablating around the la appendage, the patient suffered a pericardial effusion. There was a small effusion present before the case began. About half way through the procedure a drop in blood pressure was noticed, upon checking with the 3d ultrasound catheter, a large pericardial effusion was found. There was no obvious steam pop, change in catheter temperature or impedance noted by the physician. The patient was received blood transfusions and a pericardiocentesis. Approximately 2700cc of blood was obtained in the ep lab. Bleeding seemed stabilized prior to going to or. The patient was transferred to the or to have a larger drain placed. The patient was completely recovered upon discharge. The physician stated that bwi equipment was not the cause of the injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi equipment in use: carto3 sn: (B)(4); stockert sn: (B)(4); coolflow pump sn: (B)(4). Decanav catheter, placed in the esophagus, cat: r7s282ct, unknown lot (disposed of); duodeca catheter, unknown information (disposed of); soundstar catheter, cat: sndstr10, unknown serial # (disposed of). (B)(4).